Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 7660530) was impeded in the y-connector and could not be further advanced. The physician retracted only the stent and observed that the stent tip was kinked / bent. The physician switched to a second stent, a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 8697584) and it was impeded in the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not pass through the microcatheter. The physician tried to retract the second stent, but it became prematurely separated from the delivery wire. The physician removed both devices ¿ stent and microcatheter from the patient and replaced both devices to complete the procedure, which was prolonged by approximately 10 minutes. There was no report of any negative patient impact. On 10-nov-2024, additional information was received. Per the information, the target vessel was the ophthalmic segment of the internal carotid artery (ica). Aside from the stent tip being kinked in the first stent, there was no other damage noted on the stent / stent delivery system. When the first stent was removed, it was still on the delivery wire. Regarding the stent, there was no damaged noted on the stent / stent delivery system when it was removed. A continuous flush had been maintained through the microcatheter. There was no damage noted on the microcatheter. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212). The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information also confirmed there was no negative patient impact, and the physician did not consider the 10-minute delay in the procedure to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7660530. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed detached from the delivery wire / unit. No damages were noted on the enterprise components. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was noted fully expanded and both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis. Based on the measurements, the delivery wire returned with this device does not belong to the device. The issue reported regarding the stent being kinked is not confirmed, as no damages were noted on the stent. The impeded condition could not be evaluated due to the detached condition of the stent. In order to perform a functional test, the stent must be inside the introducer and attached to the delivery wire. With the information available, the root cause of the failure encountered cannot be determined. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. The detached condition of the stent was not originally reported, and the exact time of occurrence cannot be determined. Therefore, this is not considered related to the issue reported. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7660530. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 03-dec-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.